Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot # - 3689411; expiration - dec 18, 2025; UDI# - (B)(4); implant date - (B)(6) 2016; manufacture date ¿ dec 31, 2015. Or it could be: lot # - 3560197; expiration ¿ may 21, 2025; UDI# - (B)(4); implant date - (B)(6) 2015; manufacture date ¿ jun 12, 2015. Reported event was unable to be confirmed. Review of the x-ray noted the cause for revision was not able to be identified. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01528, 0001825034-2017-01738.

Event description:
It was reported that a patient had a revision due to dislocation approximately 10 months post implantation. The shell was noted to be malpositioned.